Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 425mg/dl and low blood glucose of 39mg/dl. Customer declined troubleshoot for high and low blood glucose. Customer stated that they had alert for sensor signal was not found. Products will not be return for analysis.